Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not deliver therapy when required. Subsequent interrogations showed a battery status of eos and high shocking impedance measurements.